Event description:
It was reported that during a procedure, the laser console shut down and could not power on. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the laser console shut down and could not power on. The procedure was not rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, the laser console shut down and could not power on. The procedure was not rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint was confirmed, the product was not returned for analysis. However, it was noted by the biomed via a call that there was a broken cable and after it was replaced the issue was solved, and the laser could be used again. Therefore, it is likely a broken cable caused the reported issue. The device history record was performed and confirmed that all acceptance records demonstrate that the device was manufactured in accordance with the device master record. A labeling review was performed and there is no indication that the device was not used in accordance with the IFU. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint.